Event description:
The customer reported that this right ventricular lead exhibited high threshold measurements (3.3 v @ .5 ms), noise, loss of capture and low impedance measurements of 180 ohms (at implant threshold was 1.7 v @ .5 ms, patient had poor tissue that was the best threshold they could get). The lead safety switch was triggered on the pacemaker. No asystole or pauses in pacing greater than two seconds were noted. A lead revision was performed where this lead was capped and a new lead was successfully implanted. The lead was actively implanted for approximately 15 years, 2 months.

Manufacturer narrative:
The lead was capped, and a new lead was successfully implanted. As a result, the lead will not be returned for analysis and the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.